Event description:
The customer reported that while running a hiv-1 p24 antigen assay, summit sample handler, did not pipette lyse buffer in well position b2 and c2 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 99-05433-11. This report is beyond the 30-day reporting requirement. Info became available on 3/9/2000 indicating that original event was MDR reportable.